Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the technician's statement, the device generated several technical errors. Dc/dc & battery control printed circuit board (pcb) was pointed out as defective and it was replaced to resolve the issues with all of the errors and flow transducer test failure. The device was delivered to the user in working condition. Review of the provided device's logs confirmed occurrence of the reported issues for longer period. Moreover, other technical errors indicating battery communication error, communication error, power error and power error on expiratory channel board also were generated several times and most likely they are also related with dc/dc & battery control board malfunction. The dc/dc & battery control pcb's main functions are on/off control, switch to battery power supply when mains power/external 12 v battery is lost, and control switching between mains power and external 12 v battery, supply required internal voltages and it connects the user interface control cable. Dc/dc & battery control pcb converts the power supply voltages into the internal dc supply voltages e.g +12 v and -12 v. Unfortunately, the defective part has not been available for the further analyze of the issue. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. Moreover the ventilator generated multiple technical error codes indicating for instance power errors and turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).